Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was undergoing treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after an aortic extender component was loaded onto a lunderquist guidewire, there was difficulty advancing the device over the guidewire. The guidewire was reportedly wet down to aid with advancement; however, the device reportedly still would not advance. A decision was reportedly made to remove the device from the guidewire. It was reported there was difficulty removing the device from the guidewire, and the device reportedly could not be removed. It was reported that force was applied, at which time the device unintentionally deployed on the guidewire, and the catheter broke at the trailing olive / polyimide wire junction. It was reported that once the device deployed, it was able to be removed from the guidewire. There was no reported injury to the patient as the device was not inserted into the sheath or introduced into the patient at any time. Another device was reportedly used to complete the procedure with no issue. The patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary: the aortic extender component was returned to gore and an engineering evaluation was performed. The device evaluation showed the leading end of the catheter had separated from the catheter body at the trailing olive, and the endoprosthesis has been deployed off of the delivery catheter. The guidewire lumen had pulled out of the trailing olive bond on the catheter. However, there were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. There was also blood on the device indicating it had been inside the body. The findings from the evaluation are consistent with the reported observations. The cause for the difficulties advancing over the guidewire could not be determined with the currently available information. The cause for the broken leading end of the catheter could not be determined with the currently available information. The cause for the premature deployment is likely due to the leading end separation of the catheter.